Manufacturer narrative:
Submit date: 03/22/2017. An investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states the catheter broke after insertion into the patient. There was a crack between the clamp and the hub causing blood loss.

Manufacturer narrative:
Because no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. Three pictures were provided by the customer. Visual evaluation of these photos were performed; the first picture shows one label of the product ID 8888102003hp. In the second and third picture it was observed a venous lumen of the one catheter. In these images it can be seen that the lumen was broken. The sample showed signs of use. One catheter was received for analysis and investigation. Visual inspection of the sample revealed that the silicone tube was cracked between the clamp and the hub of the venous lumen. The sample was magnified for verification of the type of the damage. Its analysis revealed that the crack is irregular cut and the hub was crushed. The reported problem has been confirmed. Based on the testing and photo evaluation, it can be concluded that the device functioned as intended for an undetermined amount of time. Moreover, 100% of the devices are inspected for leaks or cuts in the extensions per procedure; therefore the most probable root cause can be considered as misuse. This defect was more likely damaged during use caused due to the use of strong cleaning agents, excessive force during of use, repeated clamping or other similar damage. The evidence provided is enough to discard the manufacturing process as a potential cause. No trends or trigger were identified, no harm was reported for this complaint and this is not a manufacturing/supplier related event, therefor, no further corrective or preventive actions are not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. No additional actions are required. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the catheter broke after insertion into the patient. There was a crack between the clamp and the hub.